Event description:
Litigation papers allege the patient is experiencing pain when walking, elevated chromium blood levels, underwent radiologic testing, physical therapy, emotional distress, medical expenses and increased risk of future injury and harm.***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised. Reason for revision is not known at this time. **update** (B)(4) 2012 - medical records were received. The revision operative report indicated that uponexposing the hip joint, dark material was identified consistent with metal-on-metal debris. The femoral component was exposed first and found to be slightly retroverted, but otherwise well fixed. The acetabular component was inspected and found to be abducted and retroverted.

Event description:
Litigation papers allege the patient is experiencing pain when walking, elevated chromium blood levels, underwent radiologic testing, physical therapy, emotional distress, medical expenses and increased risk of future injury and harm. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised. Reason for revision is not known at this time. Update: (B)(6) 2012 - medical records were received. The revision operative report indicated that the stem was slightly retroverted, but otherwise well fixed. It was removed during the revision. The complaint was reopened to add the stem. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.